Event description:
The patient was implanted with a left ventricular assist device (lvad). The surgeon reported that the patient presented with high pump power and was experiencing "small strokes." After an evaluation of the patient's clinical condition by the surgeon, the hospital made a decision to exchange the pump with another lvad.

Manufacturer narrative:
The lvad was successfully exchanged and the patient remains ongoing without any further issue reported. The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.